Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered issues with the monopolar energy. The customer stated that errors c-00 and c-34 occurred on the vio dv 2.0 integrated electrosurgical unit (erbe) when monopolar energy was activated. The technical service engineer (tse) reviewed the system logs and confirmed the reported issue, then advised the customer to reboot the erbe generator. The customer noted that they had already done so and performed a hard reboot on the erbe as well but the issue persisted. The tse advised the customer that they could exchange the vision side cart (vsc) or connect a force triad generator. The customer opted to exchange the vsc, the new vsc was connected and the system was functional. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse visited the site but was unable to reproduce the reported problem. The system was tested and verified as ready for use. Isi obtained the iesu tor analysis and was found to have not confirmed based on log reviews. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system, error m-b0-60 shows up when testing monopolar;erbe error log shows m-0b 07/14/2025 01:07pm and c-00 on 07/14/2025 12:50pm. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.